Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - additional information: the entry fields have been updated. The ventilator went into ambient mode and alarmed with tfs during ventilation of a patient. No harm reported. The event did not cause or contributed to a death or serious injury to a patient. The log files confirmed the issue that the device went into ambient mode (B)(6) 2024 ,17:26:10. The reported event could not be replicated. No correction was performed. After the functional tests passed the device was released back into use.

Event description:
It was reported that the ventilator hamilton-mr1 stopped during ventilation. A burning smell was verbally reported but is not confirmed. The provided logfiles show a technical failure tf 444004. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4)_. Investigation ongoing.

Event description:
It was reported that the ventilator hamilton-mr1 stopped during ventilation. A burning smell was verbally reported but is not confirmed. The provided logfiles show a technical failure tf 444004. Investigation is ongoing.